Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 527 mg/dl. The current blood glucose was 523 mg/dl. Customer treated high blood glucose with manual injection and declined troubleshooting for the same. Customer also reported that, the insulin pump had no delivery alarm and infusion set had bent cannula. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. The insulin pump will not be returned for analysis.